Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/25/2014 with the following findings: upon return of the pump, the keypad was found to be worn, but there was no evidence of peeling or tearing. During testing the contrast button was found to be intermittently responsive. With the keypad cover removed, contamination was noted underneath the up arrow, down arrow, okay, and contrast button contacts. Unrelated to the original complaint, the display was a dim, red color when the pump was booted up. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok keypad button was over responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.